Event description:
Review of the manufacturer's programming/diagnostic history revealed high impedance was documented on system diagnostic testing on (B)(6) 2013. No known surgical interventions have occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received stating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014 due to lead discontinuity. During the procedure, the patient¿s replacement generator was tested with the existing lead and diagnostics revealed lead impedance within normal limits (impedance value ¿ 2465 ohms) when the patient¿s head was positioned to the right. When the patient¿s head was repositioned to the center and to the left, diagnostics revealed high impedance in both positions. The lead was subsequently replaced. The explanted generator and lead were returned to the manufacturer for analysis. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation cannot be made on that portion of the lead. There were no anomalies found with the pulse generator. The generator performed according to functional specifications.